Event description:
The dealer states the left front seat rail was bent right out of the box. Unit returned and evaluated. Found bent left seat rail on a new condition wheelchair, suspected freight damage.

Manufacturer narrative:
Follow up to be sent if additional information is received.